Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: can you please clarify if the device delivered a cut line? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc.?

Event description:
It was reported that during a sleeve gastrectomy procedure, when stapling the stomach, the stapler does not staple despite changing batch of chargers. The stapler was changed by another one from the same batch without problem. Hemostasis point with suture 2-0, increased risk of fistula. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information requested and received: can you please clarify if the device delivered a cut line? Yes if yes, was the cut line complete? Yes if yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc.? No

Manufacturer narrative:
(B)(4). Batch # p5530d. The analysis found that one ec60a device was returned with no apparent damage and with two ecr60d cartridges reloads present. The cartridges reloads were received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.